Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratched on screen hard to read and buttons less responsive harder to push. No harm requiring medical intervention was reported. The customer stated that battery cap stripping, lost insulin pump settings 5-6 months and longer on rewind. The device will not be returned for analysis.